Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: product inspection could not be performed as the product was not made available for evaluation within 60 days of the complaint being opened. Additional failures will be assessed once the product becomes available for inspection. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate 46 devices, including serial number (B)(6). Were manufactured and accepted into final stock on 30-aug-2018 with no relevant reported discrepancies. Complaint history review: there have been 3 other similar events for the lot referenced. The pr numbers are: (B)(4). Conclusions: per preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. H3 other text : device not available.

Event description:
Straight blade attachment is leaking a brown colored liquid(probably lubricant/oil) from the revolving side of the attachment, not the blade side. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Straight blade attachment is leaking a brown colored liquid(probably lubricant/oil) from the revolving side of the attachment, not the blade side. Patient was not under anesthesia. Case type / application: tka.